Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured posterior communicating artery aneurysm with a max diameter of 5.1 mm and a 4.8 mm neck diameter. It was noted that the patient's vessel tortuosity was normal. The access vessel was the femoral artery. The landing zone was 4.47 mm distally and 4.50 mm proximally. Dual antiplatelet treatment (dapt) was administered. The pru level was unknown. It was reported that after the marksman microcatheter was positioned, the ped-450-25 flow-diverting stent was hydrated and advanced to the m1 segment of the middle cerebral artery for deployment; however, during catheter withdrawal, the tip failed to open properly. Despite multiple attempts, the stent tip still failed to open. Upon withdrawal, the stent tip was found to have a burr and a kink. To ensure procedural safety, a new stent was used to continue the treatment; this stent was successfully deployed, and the procedure concluded safely. The angiographic result post procedure showed marked retention of contrast medium within the aneurysm. The pipeline was not positioned in a bend. Less than 50% of the pipeline was deployed when it failed to open and was resheathed less than or equal to two times. It was unknown if there were any additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed with the microcatheter from the patient. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.